Event description:
(B)(6) supported a dbs case on (B)(6) 2014 at (B)(6) in which the pt experienced an intracranial hemorrhage. Case was a bilateral stn platform procedure. During the procedure the pt became progressively less responsive and the physician indicated that there might be a hemorrhage. This suspicion was confirmed when the physician asked the pt to smile and it seemed that she could only move the right side of her mouth easily.

Manufacturer narrative:
Microtargeting electrodes are single use sterile devices used in microelectrode recording (mer) procedures with a known adverse event of hemorrhage. It is a function of brain surgery and is inherent to its use. This hemorrhage is not related to the functional ability of the mt electrode used in the incident. Update from physician ((B)(6) 2014) "she spent 10 days in the hospital and was then discharged to acute rehab. She remains at the acute rehab, and will likely be discharged home in about 2 weeks. She has regained function in the left arm and left leg, but is still not able to ambulate. She has regained her speech and ability to feed herself. The cause of the hemorrhage remains unclear to me, and I do not think that there was any specific way that the fhc products could be linked to the hemorrhage."